Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Customer reports loss of communication between pump and transmitter. No physical damage to connector pins, cow catcher, or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge properly. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reporting no sensor signal alert. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and the customer confirmed that the device in warranty and also the transmitter ID programmed into pump. However, the communication issue was not resolved. No harm requiring medical intervention was reported. No product return will be required for mmt-7841zn.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This case is not reportable as per product analysis results.